Event description:
During implant he observed a 1mm x 1.5mm hole at free edge of the left coronary cusp. He closed the hole with one 8.0 stitch. The valve remains implanted. The surgeon did not feel that the pt would be affected and reports that the pt is recovering well.